Event description:
The hospital reported that during the saphenous vein harvesting procedure, the c-ring got caught on the muscle and was bent outwards. A replacementunit was used to complete the procedure. The hospital did not report any patient complications.